Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #23 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. Biomechanical overload due to a provisional prosthesis was involved in the event. The implant was removed on (B)(6) 2013 due to mobility. Med. History: smoker.